Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, after firing, the device would not release with the button. The handle broke while trying to get it to release. There was no pt consequence.